Event description:
It was reported that during meniscus tear repairing, device needle was placed to meniscus. First peek was deployed but second peek wasn't deployed due to it didnt come out from the device. All pieces were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that during meniscus tear repairing, device needle was placed to meniscus. First peek was deployed but second peek wasn't deployed due to it didn't come out from the device. All pieces were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries." The device is in used condition. T1, t2 and suture were returned. They had all been freed from the delivery needle. The anchors have been cinched in closer proximity to each other than their original manufacturing locations. The suture was looped around t1 lengthwise around its end and cinched. This can inhibit proper fixation and encourage pull back through meniscus tissue. T2 has an extra knot tied close to its body. There is twisting of the delivery needle's distal tip. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". A functional test confirmed that the device still cycled and actuated. No root cause related to the manufacture of the device was confirmed. Information added.